Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, two (2) tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 19-jun-2025 investigation summary bd received 20 samples and one photo for investigation. The evaluated photo shows the customer¿s failure mode, as the specimen in the tube appears to be minimal. Upon inspection, the 20 returned samples exhibited no issues. A functional test was performed on 10 of these returned samples, and all tubes were found to be within specification limits. Furthermore, 100 retained samples were inspected, and no visible defects were found. Additionally, a functional test was conducted on 10 retained samples, confirming that all tubes met the specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, two (2) tubes underfilled. No adverse impact was reported regarding the patient or user.